Event description:
I am a type 1 diabetic and use the dexcom g6 cgm. Recently, the app to read the transmitter/sensor blood glucose readings keeps failing. It asks me to redownload the app, and reconnect my transmitter and sensor leaving me without glucose readings. It has happened about 9 times now. I have reached out to dexcom customer support/product support twice. They have not given me a direct answer about what is wrong or how to fix it. They give the same direction as the app that displays the error (delete redownload reconnect) and say to turn off automatic updates for my phones software updates. I asked a few different times, and submitted a form request for help with this issue and was given a response that was of no help or offered any solution. This not only takes time, costs me money to put on a new sensor, but also leaves me without glucose readings, repeatedly, for extended periods of time.